Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump inadvertently became wet and afterward, multiple intermittent malfunction alarms (alarm 12) occurred. Customer disconnected from the pump for several days and pump shutdown due to battery depletion. After charging pump, customer resumed insulin delivery. Customer's blood glucose was 180 mg/dl.